Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16sept2019. Philips field service engineer (fse) confirmed the reported issue via troubleshooting. The customer replaced the certifier oxygen cell. Testing was successfully completed and the unit returned to service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the oxygen sensor test failed. There was no patient involvement at the time the issue was discovered.